Event description:
On (B)(6) 2013, customer claimed that after using the elite toothbrush that her daughter noticed her tooth had recently been chipped.

Manufacturer narrative:
On (B)(6) 2013, customer states that they had received the tootbrush as a gift on (B)(6) 2013. Consumer states that the chipped tooth occurred on (B)(6) 2013. Customer stated that the last time she had seen a dentist was on (B)(6) 2013. Customer stated she will see the dentist in the next coming week to see what their thoughts are. Requested that the unit be returned for eval. On (B)(4) 2013, request for dental info in relation to this claimed incident was sent to the consumer.